Event description:
The customer reported an error voltage presents pilot 220v input voltage and load off. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The field service engineer was not able to evaluate the reported failure. The customer has refused repair since the device is obsolete and billable.